Event description:
It was reported the patient had a discharge echo, which revealed elevated peak and mean gradients. Prior to discharge, a pacemaker was placed for cardiac arrhythmia. It was reported in 2009 that the patient had positive blood cultures and will need six weeks of antibiotics. There is no evidence of vegetation on the valve and a pacer lead is suspected as the source. Additional information has been requested.